Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr. Dr (B)(6) , (B)(6) hospital (B)(6) 2018. Primary implant date: (B)(6) 2016. Revision (B)(6) 2018 patient presented with shin pain a few months ago. Some mcl laxity from early post op but patient as not bothered by this. Female patient initials (B)(6). (B)(6) rep was not present for this case. Doi: (B)(6) 2016; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: evaluation of the returned device was unable to identify any product contribution to the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).